Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was brought into clinic because the patient¿s pacemaker was in back-up vvi for reasons conjectured to be related to difficulties with the patient¿s home transmitter. A download was performed followed by reprogramming. The patient was stable throughout.

Manufacturer narrative:
Medwatch mw5076487. This supplemental report is also to correct the initial MDR which reported the event date to be (B)(6) 2018. This supplemental report corrects that the patient¿s home¿s transmitter¿s transmission reflecting the patient¿s pacemaker¿s default to back-up vvi and download and reprogramming did not take place on (B)(6) 2018 as initially reported but, rather, the transmission took place on (B)(6) 2018 and that the patient was brought into the clinic on (B)(6) 2018 where and when a download restored the device¿s intended settings. (B)(4).

Event description:
New information noted that the patient experienced some light headedness, tiredness, and difficulty balancing while the patient¿s device was in back-up vvi.